Event description:
The ep physician was using the boston scientific polaris x catheter and stated he was unable to deflect or steer the catheter. This occurred after being in the patient. Many times the physician will check the deflection of the tips of the catheters before using them, but it is undetermined if that was done with this catheter. The physician requested to use another catheter. The case was incomplete. We were unable get to the pvc's to ablate them.====================== manufacturer response for polaris x, standard curve decapolar catheter. 2.5/5/2.5mm x 6f (200mm), polaris x (per site reporter)======================a new replacement will be sent to our facility. He will follow up with his company to evaluate the catheter.